Manufacturer narrative:
This report is submitted on august 24, 2023.

Event description:
Per the clinic, the patient reported performance decrement in the last months. High stimulation levels are needed for general understanding; however, this resulted in non-auditory stimulation at neck region. The clinic requested a cochlear specialist to verify device function. The device was explanted on (B)(6) 2023, and the patient was re-implanted with a new cochlear device during the same surgery